Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an arterial bypass procedure, the clips would not advance. Upon the first use, no clips were delivered, despite several attempts. Another like device was used to complete the procedure. There were no adverse consequences for the patient.